Event description:
Add'l info rec'd from MFR 5/6/2003: it was noted that the evacuator is not a bard product. Co has communicated this info to consumer who requested that the sample be returned to them so that the correct MFR can be notified. Consumer assured co that they will submit a revised medwatch report to FDA with a copy to co.

Event description:
It appears to have a split in the seam and would not allow it to be properly compressed for adequate drainage. Bulb portion of the drain was changed and there was an immediate output. Packaging had been discarded before defect was discovered, hence, no lot #, etc. Info.